Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to careless handling of the product. The soft components of the up/down button are lacerated. The damages did not influence the insulin pump functions and can lead to temporary electrical interruptions on the up/down button.

Manufacturer narrative:
Treatment start date was unknown. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the soft component on the up and down buttons is defective. The buttons are "rough running" and have to be pressed for 15 minutes until the infusion device responds. The backlight turns on and the infusion device goes into the quick bolus mode without pressing the up or down button. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.